Event description:
A female with history of hypertension underwent an uncomplicated coronary diagnostic procedure in 2008, in which peri-procedural heparin was administered. The physician being trained to the mynx procedure, proceeded to close the cfa with the mynx device, however, a growing hematoma was noted immediately after deployment, in which manual compression was applied and hemostasis was achieved after 15 mins with no further sign of bleeding or hematoma. The pt was transferred to the post-care unit, and approx 4 hrs later, a small growing hematoma was noted and a femstop applied. The pt reportedly had a failure to maintain hemostasis in which a femstop was off and on the access site until friday morning (2007). At that time, the pt was sent for surgery, in which the cfa was repaired with suture, and the pt was transfused 2 units of blood. The pt reportedly tolerated the procedure well and without complication. No add'l pt procedural or f/u info has been provided.

Manufacturer narrative:
The device was not returned for eval, however, the lot # was provided for review. No issues were noted during the lhr review that suggests the device may have caused or contributed to the reported incident. Based on the info provided and the investigation performed, the root cause of the incident could not be determined. It is unusual for unstable hemostasis to continue for three days after a coronary diagnostic procedure, unless the pt had some disease process or other co-morbidities that may have contributed to the lack of hemostasis. In considering other potential causes, the intermittent bleeding may also suggest an underlying disruption in the vessel architecture such as an enlargement or tear within the vessel, which is not consistent with a 5f or 6f sheath, which is customarily utilized with a coronary diagnostic procedure. As indicated earlier, add'l info was requested, however, not provided. In addition, the physician will complete the required training and certification associated with the mynx procedure.